Event description:
On (B)(6) 2022, genmark was advised of an unexpected negative result for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022, however; the sample resulted in the detection of influenza a. Data was analyzed per internal procedures and confirmed that robust internal controls signals were generated on the eplex rp2 assay. The same sample was also tested on two comparator methods, an unspecified cepheid assay and an unspecified biofire assay which both tests resulted in the detection of sars-cov-2 and influenza a. Genmark was advised that the eplex rp2 results were communicated to the physician and patient treatment was treated according to influenza a protocol.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 91155934 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record (B)(4).